Manufacturer narrative:
(B)(4).

Event description:
Procedure type: total knee arthroplasty. According to the reporter: an article titled "wound complications in joint arthroplasty: comparing traditional and modern methods of skin closure", by (B)(6) 2012, volume 35, number 5, states a study was undertaken to evaluate whether wound complication rates were lower in v-loc closure cases as theoretically suggested, lower for subcuticular closure vs. Staples, and significantly different for knee and hip joint reconstruction. There were 10 adverse events associated with biosyn or v-loc. This complaint is for a wound dehiscence, and infection which required an incision and drainage and closure.